Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after feeling dizzy and light-headed. Coworkers indicated the patient had turned white and their nails were purple. The patient also indicated they felt their heart racing, however no atrial or ventricular high rate episodes were recorded. Right ventricular (rv) lead thresholds were noted to be high and the safety margin was not optimal. The patient had complete heart block and the physician requested the voltage be increased for a higher safety margin. The lead is still in use. No further patient complications have been reported as a result of this event.